Event description:
It was reported that during a monarch-assisted bronchoscopy procedure a patient experienced bleeding during the bronchoalveolar lavage (bal). The right upper lobe (rul) was visualized and bleeding was identified and originated from the posterior segment. A drop in saturations required manual bagging for ventilation. The bleeding was successfully treated with epinephrine and balloon tamponade. The patient tolerated the procedure well with no subsequent complication. The patient was extubated in the operating room (or) and was admitted for further observation and was released the following day.

Manufacturer narrative:
The device was not returned for evaluation. The physician stated that he does not feel the pneumothorax is attributed to the performance of the navigation. The risk of bleeding is documented in (B)(4) rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.